Manufacturer narrative:
Initial.

Event description:
It was reported that the user awoke feeling low while the sensor was not displaying glucose readings and subsequently received a low glucose alert; the user ingested chocolate and later recorded a fingerstick glucose of 179 mg/dl. Symptoms included hypoglycemia with shaking or tremors. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component involved could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.